Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components nvolved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7087182.

Event description:
It was reported that the patient's leads were too lateral and were causing discomfort. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively with no discomfort. No device malfunction was suspected.